Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The grasping section was partially missing. The proximal side of the tissue pad was severely worn. The grasping section had a mark contacted with the probe. The proximal side of the probe had a mark contacted with the grasping section. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged since the user activated output while the user grasped a thick and hard tissue at the distal part of the grasping section. Omsc assumed that the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of the grasping section, and besides the grasping section was damaged when the grasping section was subjected to a load. The instruction manual of the subject device has already warned above handling of the subject device.

Event description:
During a laparoscopic appendectomy, the subject device was used. In the procedure, probe damage error occurred. The user checked the subject device and it was found that the tissue pad was broken and fell off. The fragments were retrieved. The intended procedure was completed with another device. There was no patient injury reported. On (B)(6) 2018, olympus medical systems corp. (Omsc) found that the grasping section was partially missing and the tissue pad was severely worn. This is the report regarding the severely worn tissue pad and the missing of the grasping section.